Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-00163, 2017865-2025-00169, 2017865-2025-00171. It was reported that the patient experienced cardiac arrest and passed away. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) leads were explanted.

Manufacturer narrative:
The lead was returned for patient deceased. As received only the connector portion of the lad was returned in one piece. Electrical testing was normal. Visual analysis did not find any anomalies with the exception of procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Visual examination found one external insulation abrasion breaching the optim sheath only with intact silicone insulation beneath at proximal region consistent with friction to the device can.

Manufacturer narrative:
Correction: section h6- component code number 2 in follow up 1 should be "3079 - patient lead" rather than "525 - tube."